Event description:
It was reported that a malfunction alarm occurred on pump, associated with momentary power loss to vibrator motor, and no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again.